Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient¿s cgm displayed a glucose value of 130 mg/dl. No bg meter value was initially reported. The patient was using an omnipod insulin pump and was experiencing nausea at the time, expressing concern that she might be pregnant. She self-treated by drinking water and proceeded to the emergency room (ER) for further evaluation. At approximately 10:00 p.m., the patient arrived at the ER. At that time, her cgm continued to display a reading of 130 mg/dl, while a bg meter measurement obtained in the ER showed a glucose value of 246 mg/dl. The patient declined to provide additional details regarding the event, including any medications administered or treatments provided during the visit. She was discharged at approximately 2:40 a.m. The following morning, having spent less than 24 hours in the ER. At the time of reporting, the patient stated she was ¿fine.¿ data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.